Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. There is evidence of the customer reported problem 'system error 345' in the event history log. The evaluator inadvertently did not evaluate for the reported system error 345. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer.. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing. There was no patient involvement. No additional information is available.